Event description:
When counting before the case, it was noted by the scrub technician and circulating nurse that there were only 9 raytecs present in the minor head and neck pack (there should always be 10). We re-counted three times to confirm there were only 9 raytecs. It should be noted that the scrub technician did not open the paper band around the raytecs until it was time to count them. The 9 raytecs were removed from the sterile field and isolated, and another package of raytecs was opened to the sterile field and counted. The paperwork for the minor head and neck pack containing the 9 raytecs was provided to materials management. This took place before the patient entered the operating room.